Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review. Part # 357.394. Synthes lot # u206705. Supplier lot # u206705. Release to warehouse date: 30 sep 2014. Supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product, and any subcomponents, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a reamer broke during a hip fracture open reduction internal fixation (orif) with a trochanteric fixation nail (tfn) on (B)(6) 2017. While opening reaming for a femoral nail, the reamer broke where it was attached to the drill. The surgeon had already gotten down as far as he needed to when this occurred. He then removed the backed out the reamer (no fragments were created or left behind when the break occurred. There was no reported surgical delay. No additional x-rays were required. The procedure was completed successfully with the patient in stable condition. This complaint is for one (1) device. Concomitant devices report: [unknown femoral nail] (part #: unknown, lot #: unknown, quantity: 1) and [unknown stryker drill] (part #: unknown, lot #: unknown, quantity: 1) this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Customer quality (cq) engineering investigation: this complaint is confirmed. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. Visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. Ti trochantric fixation nail system - screw option technique guide was reviewed during investigation. Visual inspection: as complaint suggests, the feature of the reamer located at the proximal end was found broken. The broken feature was returned with the complaint and hence there is no missing fragment. This feature attaches to the drill. This is a narrowest feature of the drill bit, the device is broken at the weakest spot. The rest of the reamer is in very good condition with some minimal wear marks on the drilling tip which does not impact functionality. DHR review: part # 357.394, synthes/ supplier lot # u206705. Release to warehouse date: 30 sep 2014. Supplier: (B)(4). No ncr's were generated during production. Review of the device history record showed that there were no issues with the material, hardness and during the manufacturing of this product that would contribute to this complaint condition. Drawing review: 17 mm cannulated drill bit (large) drawings were reviewed. The diameter of the broken coupling feature measured within specification at 5.97 mm (spec: 6 mm +0/-0.05). No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. No definitive root cause was able to be determined however the failure mode is probably associated with application of torque on the drill bit when the power drill is not completely engaged with the proximal assembly feature of the returned reaming device. This would inhibit balanced distribution of the force through the reaming drill bit and result in the observed complaint condition. Date returned to manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.